Event description:
The customer reported the ventilator alarmed and went vent inop with a data acquisition pcb adc failure. The customer reported that it was in use on patient, but that there was no patient harm reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The field service engineer (fse) evaluated the device but could not duplicate the reported problem. The unit passed all applicable testing. The fse stated that the unit is now back in service.

Manufacturer narrative:
Device eval: out of warranty repairs, no req manuf.